Event description:
It was observed during the device evaluation that the video system center exhibited no image due to a defective video connector socket. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: - medical device problem code is being corrected to "1183 - no display/image ", g3 - correction is being made to previously submitted g3 - date received by manufacturer. The correct date was july 16, 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the cause of no image was likely due to failure of the video connector. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had poor contact of connector socket. There were no reports of patient harm.